Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from the "end cap of filter." This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) . The lot was manufactured from (B)(6) 2015. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.